Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked from an unspecified location. The customer's blood glucose level was 360 mg/dl with medium/trace ketones and it was addressed with a bolus. The customer successfully loaded a new cartridge.